Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported condition. Review of the device service history revealed no issues that could have caused or contributed to an umbilical hernia. Should additional relevant information become available, a follow up MDR will be sent. Date of event: unknown date in 2013.

Event description:
This is a report of a home patient (hp) with an umbilical hernia. The cause was unknown, treatment was unknown. Additional information was requested but the request was declined.